Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg level with a bolus via the pump and continued to use the pump for insulin therapy.